Event description:
Report 3 of 5: it was reported that during use of bd pcr cartridge on bd max¿ instrument, a false positive patient result was obtained. Test was repeated using a new cartridge, and the result was negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
Report 3 of 5: it was reported that during use of bd pcr cartridge on bd max¿ instrument, a false positive patient result was obtained. Test was repeated using a new cartridge, and the result was negative. There was no report of patient impact.